Event description:
It has been reported to philips that wireless footswitch was not working. The system was in clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system on-site and determined that the wireless food pedal was not working. Fse found cause of the problem was found to be battery and battery charger of the wireless footswitch. The philips engineer has replaced the battery and battery charger and system was working fine. At the time this complaint was received, philips did not have enough information to exclude a potential for serious injury and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. This complaint is not related to the connection issue but it is related to battery and battery charger of the wfs. Based on the investigation results, philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.